Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15jan2019. The manufacturer's field service engineer (fse) evaluated the unit and confirmed the reported issue. The fse attempted to power on the unit and it would not power on with battery power. The unit only powered on when connected to alternate current power. The fse replaced the battery of the unit to resolve the reported issue. The unit passed the required performance verification tests per philips standards.

Event description:
The customer contacted philips technical support stating that unit had battery failure. Reportedly, the battery would not charge or operate. The customer reported there was no patient involvement. The event date was not specified; estimate used.